Event description:
A report was received that the patient will undergo a revision due to inability to charge. A bsn representative analyzed the ipg database and confirmed premature battery depletion.

Event description:
A report was received that the patient will undergo a revision due to inability to charge. A bsn representative analyzed the ipg database and confirmed premature battery depletion.

Manufacturer narrative:
Additional information was received that the patient will not undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient was noted to have had a back surgery in the past on which electrocautery was used. Furthermore, the patient underwent a revision wherein the ipg was replaced with a new one. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001). Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint of premature battery depletion was confirmed. The analog integrated circuit (aic) was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The aic damage resulted in rapid battery depletion and consequent difficulty charging the ipg. Root cause of the aic damage was due to electrocautery use at a prior spine surgery. Exposing aic to high electromagnetic or voltage transient could cause this type of failure (reference (B)(4)).

Event description:
A report was received that the patient will undergo a revision due to inability to charge. A bsn representative analyzed the ipg database and confirmed premature battery depletion.